Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed.') In a 36-year-old female patient who had essure (batch no. 789025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine mass on (B)(6) 2015, delayed period on (B)(6) 2015, headache, nasal congestion, earache, facial pain, nasal discharge, sinusitis, fatigue, sleepiness, multiple caesarean sections, hypertrophic cardiomyopathy, fibroids, overweight and back muscle spasms. Previously administered products included for prevent pregnancy: depo provera from (B)(6) 2010 to (B)(6) 2011. Concurrent conditions included obesity since (B)(6) 2014, iron deficiency anaemia secondary to blood loss (chronic) since (B)(6) 2014, dizziness, abdominal tenderness, menorrhagia, uterine bleeding, endometrial polyp, menometrorrhagia, endometrial thickening, neck pain, pre-menopausal menorrhagia, vision abnormal, memory impairment, near syncope, fatigue, knee pain, stress and anemia. Concomitant products included norethisterone acetate (norethindrone acetate) from (B)(6) 2017 to (B)(6) 2018 for bleeding genital as well as amitriptyline from (B)(6) 2014 to (B)(6) 2015, amoxicillin from (B)(6) 2013 to (B)(6) 2014, ascorbic acid (vitamin c) since (B)(6) 2017, ferrous sulfate (iron) from (B)(6) 2014 to (B)(6) 2015, fluticasone propionate (flonase allergy relief) since february 2013, loratadine since (B)(6) 2017, macrogol 3350 (miralax) since (B)(6) 2017, naproxen from (B)(6) 2014 to (B)(6) 2014, nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011, paracetamol (tylenol extra strength) from (B)(6) 2014 to (B)(6) 2015, pheniramine maleate;phenylephrine hydrochloride (dristan nasal mist) since (B)(6) 2017 and pseudoephedrine hydrochloride since (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anxiety ("psych injury,psychological or psychiatric problems condition: mental anguish,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury,psychological or psychiatric problems condition: depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal") and iron deficiency anaemia ("anemia - iron deficiency anemia due to chronic blood loss"). The patient was treated with ascorbic acid, iron and surgery (novasure device used for ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, iron deficiency anaemia, anxiety, vaginal haemorrhage, depression and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, iron deficiency anaemia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion dates : (B)(6) 2011(as per ppf) do not have money and definite plans for removal at this time. She did not claim that essure worsened a previously existing injury/condition. (B)(6) 2018 novasure device used for ablation. Coil seen on left side: 2, coil seen on the right side: 2 discrepancy related to essure confirmation test , as per current pfs plaintiff claimed that she did not undergo confirmation test but in previous follow up hsg results were provided. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.. Pregnancy test urine - on (B)(6) 2017: negative. Ultrasound pelvis - on an unknown date: solid slightly heterogeneous intracavitary mass with the largest dimension of 3.8 cm. Recommend gynecology consultation or further evaluation. Lot number: 789025 manufacture date: 2010-10 expiration date: 2013-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: quality safety evaluation of ptc. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed.') In a 36-year-old female patient who had essure (batch no. 789025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine mass on (B)(6) 2015, delayed period on (B)(6) 2015, headache, nasal congestion, earache, facial pain, nasal discharge, sinusitis, fatigue, sleepiness, multiple caesarean sections, hypertrophic cardiomyopathy, fibroids, overweight and back muscle spasms. Previously administered products included for prevent pregnancy: depo provera from (B)(6) 2010 to (B)(6) 2011. Concurrent conditions included obesity since (B)(6) 2014, iron deficiency anaemia secondary to blood loss (chronic) since (B)(6) 2014, dizziness, abdominal tenderness, menorrhagia, uterine bleeding, endometrial polyp, menometrorrhagia, endometrial thickening, neck pain, pre-menopausal menorrhagia, vision abnormal, memory impairment, near syncope, fatigue, knee pain, stress and anemia. Concomitant products included norethisterone acetate (norethindrone acetate) from (B)(6) 2017 to (B)(6) 2018 for bleeding genital as well as amitriptyline from (B)(6) 2014 to (B)(6) 2015, amoxicillin from (B)(6) 2013 to (B)(6) 2014, ascorbic acid (vitamin c) since (B)(6) 2017, ferrous sulfate (iron) from (B)(6) 2014 to (B)(6) 2015, fluticasone propionate (flonase allergy relief) since (B)(6) 2013, levonorgestrel (mirena) since (B)(6) 2018, loratadine since (B)(6) 2017, macrogol 3350 (miralax) since (B)(6) 2017, naproxen from (B)(6) 2014 to (B)(6) 2014, nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011, paracetamol (tylenol extra strength) from (B)(6) 2014 to (B)(6) 2015, pheniramine maleate;phenylephrine hydrochloride (dristan nasal mist) since (B)(6) 2017 and pseudoephedrine hydrochloride since (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anxiety ("psych injury,psychological or psychiatric problems condition: mental anguish,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury,psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines/headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal") and iron deficiency anaemia ("anemia - iron deficiency anemia due to chronic blood loss"). The patient was treated with ascorbic acid, iron and surgery (novasure device used for ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, iron deficiency anaemia, anxiety, vaginal haemorrhage, depression, dysmenorrhoea and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, iron deficiency anaemia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion dates : (B)(6) 2011(as per ppf) do not have money and definite plans for removal at this time. She did not claim that essure worsened a previously existing injury/condition. (B)(6) 2018 novasure device used for ablation. Coil seen on left side: 2, coil seen on the right side: 2 discrepancy related to essure confirmation test , as per current pfs plaintiff claimed that she did not undergo confirmation test but in previous follow up hsg results were provided. Patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.. Pregnancy test urine - on (B)(6) 2017: negative. Ultrasound pelvis - on an unknown date: solid slightly heterogeneous intracavitary mass with the largest dimension of 3.8 cm. Recommend gynecology consultation or further evaluation.; on (B)(6) 2019: there was an iud in place in satisfactory condition. Also, essure devices in place in satisfactory condition. The uterus is mildly heterogeneous. No other significant findings of the uterus are identified.. Lot number: 789025 manufacture date: 2010-10 expiration date: 2013-10. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia and pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: plaintiff fact sheet received. Event "migraine" was added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed.') In a 36-year-old female patient who had essure (batch no. 789025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine mass on (B)(6)2015, delayed period on (B)(6)2015, headache, nasal congestion, earache, facial pain, nasal discharge, sinusitis, fatigue, sleepiness, multiple caesarean sections, hypertrophic cardiomyopathy, fibroids, overweight and back muscle spasms. Previously administered products included for prevent pregnancy: depo provera from (B)(6)2010 to (B)(6)2011. Concurrent conditions included obesity since (B)(6)2014, iron deficiency anaemia secondary to blood loss (chronic) since (B)(6)2014, dizziness, abdominal tenderness, menorrhagia, uterine bleeding, endometrial polyp, menometrorrhagia, endometrial thickening, neck pain, pre-menopausal menorrhagia, vision abnormal, memory impairment, near syncope, fatigue, knee pain, stress and anemia. Concomitant products included norethisterone acetate (norethindrone acetate) from (B)(6)2017 to (B)(6)2018 for bleeding genital as well as amitriptyline from (B)(6)2014 to (B)(6)2015, amoxicillin from (B)(6)2013 to (B)(6)2014, ascorbic acid (vitamin c) since (B)(6)2017, ferrous sulfate (iron) from (B)(6)2014 to (B)(6)2015, fluticasone propionate (flonase allergy relief) since (B)(6)2013, levonorgestrel (mirena) since march 2018, loratadine since (B)(6)2017, macrogol 3350 (miralax) since (B)(6)2017, naproxen from (B)(6)2014 to (B)(6)2014, nsaids since (B)(6)2011, paracetamol (acetaminophen) since (B)(6)2011, paracetamol (tylenol extra strength) from (B)(6)2014 to (B)(6)2015, pheniramine maleate;phenylephrine hydrochloride (dristan nasal mist) since (B)(6)2017 and pseudoephedrine hydrochloride since (B)(6)2013. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain ("physical pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anxiety ("psych injury,psychological or psychiatric problems condition: mental anguish,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury,psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines/headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal") and iron deficiency anaemia ("anemia - iron deficiency anemia due to chronic blood loss"). The patient was treated with ascorbic acid, iron and surgery (novasure device used for ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, iron deficiency anaemia, anxiety, vaginal haemorrhage, depression, dysmenorrhoea and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, iron deficiency anaemia, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion dates : (B)(6)2011(as per ppf) do not have money and definite plans for removal at this time. She did not claim that essure worsened a previously existing injury/condition. (B)(6)2018 novasure device used for ablation. Coil seen on left side: 2, coil seen on the right side: 2 discrepancy related to essure confirmation test , as per current pfs plaintiff claimed that she did not undergo confirmation test but in previous follow up hsg results were provided. Patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.. Pregnancy test urine - on (B)(6)2017: negative. Ultrasound pelvis - on an unknown date: solid slightly heterogeneous intracavitary mass with the largest dimension of 3.8 cm. Recommend gynecology consultation or further evaluation.; on (B)(6)2019: there was an iud in place in satisfactory condition. Also, essure devices in place in satisfactory condition. The uterus is mildly heterogeneous. No other significant findings of the uterus are identified.. Lot number: 789025 manufacture date: 2010-10 expiration date: 2013-10. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia and pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality-safety evaluation of ptc. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnorm. Bleed.') In a (B)(6) female patient who had essure (batch no. 789025) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mass on (B)(6) 2015, delayed period on (B)(6) 2015, headache, nasal congestion, earache, facial pain, nasal discharge, sinusitis, fatigue, sleepiness, caesarean section, hypertrophic cardiomyopathy, fibroids, overweight and back muscle spasms. Previously administered products included for prevent pregnancy: depo provera from (B)(6) 2010 to (B)(6) 2011. Concurrent conditions included obesity since (B)(6) 2014, anemia from chronic blood loss since (B)(6) 2014, dizziness, abdominal tenderness, menorrhagia, uterine bleeding, endometrial polyp, menometrorrhagia, endometrial thickening, neck pain, pre-menopausal menorrhagia, vision abnormal, memory impairment, near syncope, fatigue, knee pain, stress and anemia. Concomitant products included norethisterone acetate (norethindrone acetate) from (B)(6) 2017 to (B)(6) 2018 for bleeding genital as well as amitriptyline from (B)(6) 2014 to (B)(6) 2015, amoxicillin from (B)(6) 2013 to (B)(6) 2014, ascorbic acid since (B)(6) 2017, codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2014 to (B)(6) 2015, ferrous sulfate from (B)(6) 2014 to (B)(6) 2015, fluticasone propionate (flonase allergy relief) since (B)(6) 2013, loratadine since (B)(6) 2017, macrogol 3350 (miralax) since (B)(6) 2017, naproxen from (B)(6) 2014 to (B)(6) 2014, nsaids since (B)(6) 2011, paracetamol (acetaminophen) since (B)(6) 2011, pheniramine maleate;phenylephrine hydrochloride (dristan nasal mist) since (B)(6) 2017 and pseudoephedrine hydrochloride since (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anxiety ("psych injury,psychological or psychiatric problems condition: mental anguish,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psych injury,psychological or psychiatric problems condition: depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("pain: abdominal") and iron deficiency anaemia ("anemia - iron deficiency anemia due to chronic blood loss"). The patient was treated with ascorbic acid, iron and surgery (novasure device used for ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, iron deficiency anaemia, anxiety, vaginal haemorrhage, depression and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, iron deficiency anaemia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion dates : (B)(6) 2011(as per ppf) do not have money and definite plans for removal at this time. She did not claim that essure worsened a previously existing injury/condition. (B)(6) 2018 novasure device used for ablation. Coil seen on left side: 2, coil seen on the right side: 2 discrepancy related to essure confirmation test , as per current pfs plaintiff claimed that she did not undergo confirmation test but in previous follow up hsg results were provided. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: device was successfully occluded.. Pregnancy test urine - on (B)(6) 2017: negative. Ultrasound pelvis - on an unknown date: solid slightly heterogeneous intracavitary mass with the largest dimension of 3.8 cm. Recommend gynecology consultation or further evaluation.. Most recent follow-up information incorporated above includes: on 1-nov-2019: plaintiff fact sheet and mr received : new events "menorrhagia (heavy menstrual bleeding), psych injury, psychological or psychiatric problems condition: depression,mental anguish, dysmenorrhea (cramping)", reporter, medical history, lab data, lot number added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.